Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched for this event as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00226.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results for two patients involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is two of two referencing the patient on the event date noted. An initial result of 0.052 ng/ml was obtained and released to the hospital. Subsequent testing of the patient's sample, on the same instrument, generated results of 0.033 ng/ml and 0.027 ng/ml. An amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a serum tube and centrifuged at 4,000g (relative centrifugal force) for five minutes at 19 degrees celsius laboratory temperature. No sample integrity issues were noted. The instrument was in operation.